Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown, unknown, unknown liner, unknown, unknown, unknown stem, unknown. Reported event was confirmed by review of radiographs. The cup is oriented parallel to the femoral stem and this results in near complete uncovering of the femoral head. No definite periprosthetic lucency is seen to account for the loosening but it is suspected that the inferior portion of the cup is not fixated well within the acetabulum. Cause is not certain, but possibly related to inadequate fixation of the inferior portion of the cup. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient had a revision procedure due to loosening. Attempts to obtain additional information have been made; however, no more is available.